Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the replacement products.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer called and stated that she has two boxes of the 31g pen needles and with both boxes, she noticed that some of the needles are bent and some of the needles are not aspirating correctly; additional report reference number (B)(4). The package had not been open or damaged when received by the customer. Customer does not recall how long she has been using the product. Customer is using compatible product and the pen needle is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 17-apr-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needle was returned - customer returned 1 used pen needle without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.